Event description:
It was reported that during an implant procedure, this left ventricular (lv) lead was being position, but the physician experienced difficulty advancing the lead properly due to a kink in the catheter. During an attempt to remove the lv lead, if got stuck and then broke off. The lv lead was able to be removed successfully and was replaced. No adverse patient effects were reported. This lv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, this left ventricular (lv) lead was being position, but the physician experienced difficulty advancing the lead properly due to a kink in the catheter. During an attempt to remove the lv lead, if got stuck and then broke off. The lv lead was able to be removed successfully and was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned with the tip missing, having appeared to have been ripped apart during the explant procedure. The guidewire was fully inserted and stuck in the lead body. Attempts to remove the guidewire were unsuccessful. The difficulty to position and conductor fracture allegations were confirmed. The observed damage was likely due to handling.